Manufacturer narrative:
Other, other text: seventy samples were received. Five of these samples were in used conditions and 65 of them were in unused condition within its original packaging. It could be seen on visual inspection that on 5 of the samples had asv loose from the tube indicating that there was not enough solvent. The failure was confirmed. Based on the analysis conducted with the sample received, the failure could not be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). All mitigations on placed were verified and it was confirmed has been executing according, it will be continue monitoring this failure condition in this product for threshold or escalation. Production personnel was notified by quality engineer on 04/mar/2021 as awareness for the failure mode reported by costumer.

Event description:
Information was received indicating that a smiths medical tubing was disconnected at the patient connector. It appears that there was not an appropriate bond on the tubing or connector. The patient was receiving total parental nutrition (tpn) and the issue was resolved only by swapping out 3 different administration sets. There were no reported adverse events reported.